Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported that the xenon light source had a b30 communication error. The event occurred during an endoscopic retrograde cholangiopancreatography (ercp) therapeutic procedure while the patient was under sedation. The intended procedure was completed using the same device. There were no reports of patient harm.